Event description:
While performing an evaluation on a returned power pca, it was noted by a philips technician that the component was causing a pads/paddles ECG failure during operational testing. There was no patient involvement.